Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
It was reported that while in use the ventilator is alarming with an alarm they have not seen before. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The customer confirmed that the alarm was ¿bacteria filter must be installed into gas outlet." The customer was advised that this is part of the software that reminds the user to install a bacteria filter. The user is instructed to confirm a bacterial filter is installed at the patient outlet of the ventilator and install one if one is not present.